Event description:
The indication for the index procedure was a diagnosis of unstable angina ib. The target lesion was at the proximal circumflex. The lesion was type c, 90% occluded, concentric, irregular contour, with moderate tortuosity of the proximal segment and 30mm in length, pre-dilation was conducted with a 1.5x12mm balloon at 10atms. Inflation time is unknown. A 2.75x33mm cypher stent was deployed at 16atms. Inflation time is unknown. Post-dilation was not conducted. Pre and post procedure timi flow was 1 and 3. The patient was discharged 48 hours post procedure on plavix, aspirin, statins, and beta-blockers. Approximately nine months post index procedure the patient experienced cardiac death. The causes for this event and the relationship to the index procedure and index device are unknown as this event took place abroad.